Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #'s 3005099803-2011-02780 and 3005099803-2011-02781. It was reported to boston scientific corporation that two resolution ii clip devices were used during treatment of a bleeding gastric ulcer. According to the complainant, during the procedure, each of the resolution ii clips grasped tissue but would not detach from the delivery system. The procedure was completed with another resolution ii clip. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
(B)(4) - clip failed to separate from catheter. Correction/removal reporting number: 3005099803-08/12/2011-002-r. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.